Event description:
The procedure was completed with the same device.

Manufacturer narrative:
Correction to g2: added company representative and health professional should be blank. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue reported was not reproduced and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed image problems (spots on screen). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.